Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation, indicated the product met release criteria. Associated products were not provided. It is unknown, if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. It is unknown, if qualified associated products were used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs, that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. Due diligence, has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened, if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens ( iol) had crease. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).